Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy testing by -8.40%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in good condition. The event history log revealed no signs of the complaint. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on the evidence, no fault was found and the root cause is unknown.